Event description:
It was reported that the patient was experiencing loss of stimulation and pain relief due to lead migration. The patient underwent a lead revision procedure.

Manufacturer narrative:
Event date: exact date unknown, event occurred a week ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7085630.

Event description:
It was reported that the patient was experiencing loss of stimulation and pain relief due to lead migration. The patient underwent a lead revision procedure. Additional information was received that one of the patients leads was replaced. The patient was doing well postoperatively, and the explanted lead was discarded by the medical facility.